Event description:
It was reported that following a coronary artery stenting procedure the pt experienced a myocardial infarction (mi) and required a target vessel reintervention (tvr). The target lesion was located in the 1st right posterolateral branch (1st rpl), right atrioventricular branch (rpav) with 80% stenosis, a length of 15.0 mm and reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and placement of a 2.75 x 20 mm taxus express2 study stent with 0% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. At 550 days post index procedure, the pt presented to the ER with intermittent chest pain. ECG on admission showed sinus bradycardia with st elevation in the inferior leads. Repeat ECG 2 hours later showed continuing sinus bradycardia with increased st elevations and the pt was referred for coronary angiography. Cardiac enzyme elevation was not consistent with the protocol definition of mi. The rpl was treated with balloon angioplasty but despite multiple inflations there was still significant residual stenosis so a 2.5 x 23 mm promus stent was placed which resulted in 0% residual stenosis. The pt was discharged on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.